Event description:
A mayfield skull clamp (a2000) didn't register to 60 only 40 when placed on a patients' head. It is unknown if the unit was in contact with a patient at the time, but it must have been previously. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received fore valuation. An investigation has been initiated based upon the reported information.